Event description:
The patient reported she activated a new pod and there was nothing unusual during needle insertion process. She did not smell or felt any insulin leaking. Her blood glucose measured 388 mg/dl, 400 mg/dl and "high" (>500 mg/dl) with no exact times or correction boluses reported. She was also feeling very dehydrated so she decided to go to the hospital. Upon arrival, she was admitted and placed on an insulin intravenous drip. She was also given a manual injection of long acting insulin (exact dosage was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.